Manufacturer narrative:
Additional procode = dro. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the analog board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "pacer disabled", "system fault 36", "system fault 37", and "paddle fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.